Event description:
A shockwave c2+ coronary intravascular lithotripsy (catheter) was used to treat a lesion in the proximal left anterior descending (lad) and left main (lm) arteries. The patient had diffused calcific disease within the left and right coronary arteries. The initial angiogram demonstrated significant disease within the proximal to mid lad as well as the lm. Previously placed stents were noted within the circumflex arteries (cfx). After a successful percutaneous coronary intervention (pci) and a placement of a drug-eluding stent (des) of the right coronary arteries, the left coronary system was treated. The left coronary system was treated with a mdetebu 3.5 guiding catheter, which was followed by guidewire placement in both the lad and cfx arteries. Pci was performed on the mid to proximal segment of the lad, which was followed by oct imaging of the lad and left main coronary arteries. Calcification was noted throughout the entire artery with it being more significant at the origin of the lad and within the left main. A single 3.0x38mm xience stent was placed within the mid to proximal lad. Post dilatation was completed on that segment after stent placement, which demonstrated timi iii flow through the artery. Following oct of the proximal lad and lm coronary artery, a 4.0x12mm c2+ ivl catheter was utilized in this vessel segment at an inflation pressure between 2-5 atm within this area, never exceeding nominal pressure. Angiograms were taken following ivl therapy demonstrated excellent results. However, both type a and b dissections were noted in this area. The patient was stable with no compromise to hemodynamics, flow or arrhythmias. The cfx also needed to be treated, which was done with pci, followed by placement of a 3.0x22mm onyx stent showing excellent angiographic results. The lm and proximal lad were subsequently treated with the placement of a 4.0x20mm megatron des stent. It was noted that the initial inflation pressure of 14 atm to 16 atm was used for the des balloon, and then the balloon repositioned within the lm and dilated to 22 atm. These pressures are beyond the nominal burst pressure of 12atm for the des device. Immediately following these post dilatation pressures with the stent delivery balloon and its' deflation, the patient's blood pressure significantly dropped. An angiogram of the left coronary artery was then completed, showing a significant perforation of the lm and lad following stent placement and post dilatation. The patient coded and CPR was initiated following the placement of two papyrus covered stents within the lm and lad segments. The expansion of these stents reduced the extravasation of blood from the area of perforation. A pericardiocentesis catheter was placed, and an impella left ventricular assist device. 1,500cc's of blood was removed from the patient via the pericardiocentesis catheter. After these measures were taken, the patient was stabilized and transferred to the ICU. It was reported that the patient expired the day after the index procedure. There was no ivl malfunction reported. The physician stated that ivl created "unappreciated, deep wall, dissections and fractures, which led to the perforation." The representative present in the event believes the excessive pressures used in post dilating the des stent placed within the left main and proximal lad led to the perforation, and not that of shockwave ivl. The patient was entirely stable, following shockwave therapy and treatment of those lesion segments, and never demonstrated any issue, until after the high-pressure post dilatation of the megatron stent.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection, perforation, cardiac arrest, and death could not be definitely determined based on the limited information available. There was no ivl malfunction reported. However, it was reported that the perforation and subsequent patient outcome occurred following excessive inflation (22atm) of the des balloon catheter outside of the des rated balloon pressure (12atm) which may have contributed to the adverse patient outcome. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.